Manufacturer narrative:
The x2 pump user guide states do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge displayed an inaccurate fill estimate a value of 165 units. Reportedly, the cartridge was fill with 300 units of insulin. During troubleshooting with tandem technical support it was discovered the customer re-filled a used cartridge. The customer's blood glucose was 98 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump.